Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon receipt, the monitor was unable to power on. Upon investigation, multiple wire damage and contamination on ca pca was found. The cause for the test failure was the damaged wires and contamination on the computer analog pca. The root cause of the damaged wire and contamination was unable to be positively identified. No adverse event resulted from the defective electrode belt.